Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900873 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was used in the pediatric surgery room. It was impossible to reload the applier with clips. The applier was not opening anymore and all clips were lost. The surgeon had to use another method to ligate.

Event description:
It was reported that the device was used in the pediatric surgery room. It was impossible to reload the applier with clips. The applier was not opening anymore and all clips were lost. The surgeon had to use another method to ligate.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its bottom jaw and rotation tab bent. No clip was in the first position in the channel. The sample could not be functionally tested due to the damage to the bottom jaw. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the internal ratchet ears were broken. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. It could not be determined exactly how the bottom jaw got bent, but it appears that unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "applier does not open" was confirmed based upon the sample received. The sample was returned with the bottom jaw bent. The damage to the bottom jaw prevented the device from being functionally tested. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.